Event description:
The biomedical engineer (bme) reported that the hospital had a power issue, which caused the central nurse's station (cns) to shut down unexpectedly. When trying to power on the cns, it remained stuck at the boot screen.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the hospital had a power issue, which caused the central nurse's station (cns) to shut down unexpectedly. When trying to power on the cns, it remained stuck at the boot screen. Nihon kohden tech support (nk ts) had the customer power the device off, remove a hard drive, and boot the device back up. The device booted with the single hard drive. The biomed ensured that the raid drives were rebuilding. The biomed later reported that, after reinstalling the second drive, the raid continued to rebuild automatically. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns was not connected to an uninterruptable power supply in case of emergency. The cause of the issue was determined to be improper device connections and setup at the user facility. Power outages are factors outside nk's control. This is not related to a malfunction or deviation from the performance of an nk device.

Manufacturer narrative:
The biomedical engineer (bme) reported that they lost power due to hospital infrastructure and the unit shutdown unexpectedly. When they tried powering on the central nurse's station (cns), it remained stuck in the boot screen. Nihon kohden tech support (ts) had the customer turn the device off, remove a hard drive, and boot the device again. The device booted on the single hard drive, and ts had the biomed check the hard drive status to make sure the raid drives were rebuilding. The biomed responded on 05/08/20 that after reinstalling the second drive the raid rebuilt automatically. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns. The customer provided the model numbers but was not sure which serial numbers were in use and noted as no information (ni). Bedside monitor: model: bsm-6301a, sn: ni. Bedside monitor: model: bsm-1733a, sn: ni.

Event description:
The biomedical engineer (bme) reported that they lost power due to hospital infrastructure and the unit shutdown unexpectedly. When they tried powering on the central nurse's station (cns), it remained stuck in the boot screen. Nihon kohden tech support (ts) had the customer turn the device off, remove a hard drive, and boot the device again. The device booted on the single hard drive, and ts had the biomed check the hard drive status to make sure the raid drives were rebuilding. The biomed responded on (B)(6) 2020 that after reinstalling the second drive the raid rebuilt automatically. No patient harm reported.